Event description:
It was reported by a physician's office that the pt had been admitted to the hospital due to status epilepticus. The pt was last seen (B)(6) 2010 and his settings had been the same since that time. Diagnostic testing had been within normal limits in 2010 with eos=no. The pt was said to have no changes in medications or lifestyle, and there had been no trauma or manipulation to the device. Further info from the site indicated that diagnostic testing returned within normal limit results. However, the pt was scheduled for a full revision as the pt had always been well controlled with vns and now there was not even a response from the magnet initiation. The pt went for surgery, but intraoperative diagnostics again showed proper device function. Consequently, only the pt's generator was replaced. Diagnostics on the pt's new demipulse generator were also within normal limits. Attempts for further info have been unsuccessful to date.